Event description:
Pt experienced anterior knee pain. Revision knee surgery found delamination of u.h.m.w.p.e. Tibial insert component.

Manufacturer narrative:
H3-non-destructive visual evaluation was performed on the u.h.m.w.p.e. Tibial insert. Wear was observed on the insert surface during surgery to investigate the source of anterior knee pain. Both the medial and lateral sides of the femoral articulating surface of the insert showed areas of delamination, pitting, burnishing, and discoloration. The distal surface of the insert, which contacted the tibial tray, was slightly burnished. Cracking and deformation of the distal polyethylene surface in the areas corresponding to tibial tray screw holes were also observed. There were no apparent material or mfg defects noted on this component.